Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 6.0 mm x 100 mm, 135 cm ranger drug-coated balloon was advanced for dilation. However, during the second inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rated burst pressure for 30 seconds using deionizes water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification, the rated burst pressure for this device is 14 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found the shaft to be kinked at more than one location. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 6.0 mm x 100 mm, 135 cm ranger drug-coated balloon was advanced for dilation. However, during the second inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.